Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial # unknown, product type implantable neurostimulator; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the lead was not packaged properly. It was noted that the box was labeled for a lead but contained a trial lead with a different lot number than indicated on the box. It was reported that this issue was found prior to the putting the lead into a sterile field. It was noted that other leads that the company representative had were used that were packaged correctly. It was further reported that the lead that was not packaged properly was from the company representative¿s trunk stock. It was further reported that everything ¿appeared¿ normal when the company representative opened the lead. It was noted that the box was new and sealed on both sides. It was reported that when the representative pulled the lead out, he noticed the difference in lot numbers. It was noted that the sticker inside the box matched the outside of the box. It was reported that the lead was shipped to the company representative ¿like normal.¿ it was further reported that a ¿different¿ lead was in the box when it was opened. It was noted that the device was not used with the patient.